Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device was functionally/visually inspected in the field; no defects or malfunctions were found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the devices experienced litter drift. There was 1 event with patient involvement; no adverse consequences were reported.